Manufacturer narrative:
The complaint of high impedance has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Review of the device history record revealed no anomalies. Additionally, visual inspection revealed lead was cleanly cut approximately 47 cm from the distal end. The cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that high impedances were noted on the lead, which then caused inadequate stimulation and no coverage was provided to the patients pain area. The patient underwent a lead revision procedure in which the lead was replaced. Stimulation was regained postoperatively and the patient regained coverage of their pain areas.

Event description:
A report was received that high impedances were noted on the lead, which then caused inadequate stimulation and no coverage was provided to the patients pain area. The patient underwent a lead revision procedure in which the lead was replaced. Stimulation was regained postoperatively and the patient regained coverage of their pain areas.